Manufacturer narrative:
Report for (B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the endo device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device the needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, according to the reporter, they pulled another device to finish the procedure.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device jammed and the black release buttons were jammed. There was no patient injury. Additional information has been requested but not yet received.